Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, an infrarenal aortic extension and a suprarenal aortic extension on (B)(6) 2010. On (B)(6) 2012 the patient had a type 3a endoleak and the physician elected to implant a infrarenal aortic extension and a competitor device to resolve the leak. Upon follow up computed tomography (CT) showed sac growth. The physician elected to implant an ovation stent to resolve the issue.

Manufacturer narrative:
The clinical evaluation confirmed the endoleak 3a with complete separation of the bifurcated and the cuff, sac growth and complete stent collapse. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. Devices remain implanted in the patient and were not returned, no evaluation completed. The root cause is inconclusive, there is not enough information to determine the root cause of the reported event. Potential contributing factors to the reported event include; off label, aspirin therapy, marginal overlap at implant in combination with the off label infrarenal angulation of 70 degrees, most likely contributed to el3a, complete component separation, and complete stent collapse. Cautionary product use factors that may have contributed include: notably, 43 months prior to this event the stent was repaired for a prior el3a, but there was evidence to support inadequate stent overlap of the repair cuff and a non-elgx stent, which most likely contributed to this event. These types of events will be monitored and trended as part of the quality system.